Event description:
The customer reported that the IV pole falls easily. There was not a patient or operator involved at the time the IV pole fell, therefore patient information is not reasonably known.

Manufacturer narrative:
Investigation: a review of the device service history confirmed the IV pole safety collar was installed prior to the reported incident. A field service engineer was able to duplicate the reported issue and found the IV pole not holding the tension. The field service engineer adjusted the IV pole tension and was then able to push the IV button and release it without any issue. The machine was returned to service. Device serial number history: the device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no issues related to the reported condition identified. Root cause the root cause was determined to be related to the need for an IV pole tension adjustment. Correction: the IV pole tension was adjusted by the service engineer.